Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition') and perforation ('perforation organ') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy). Essure was removed. At the time of the report, the device dislocation, perforation, abdominal pain lower, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition') and perforation ('perforation organ') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy). Essure was removed. At the time of the report, the device dislocation, perforation, abdominal pain lower, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia and perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.